Event description:
Customer reported that the insulin pump has alarmed threshold suspend multiple times during the night. Customer complained about sensor readings discrepancies and having irritation at the site. Customer stated that one time the sensor reading was 61-62 mg/dl but her blood glucose was around 90 mg/dl; she took a glucose tablet. Customer stated she has an allergy to cheap metal. She had irritation around the sensor; it was just itchy. The night prior the sensor and blood glucose were in the 50 mg/dl range; treated with 3 glucose tablets and was fine after that. Last blood glucose value was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.